Event description:
It was reported that the patient developed an infection at the midline incision site. Symptoms of pain, swelling, fluid discharge and urinary retention were noted. A fluid discharge was also noted on the patients pocket site. The patient was sent to the emergency room (ER) and was admitted to the hospital. The physician believed that the infection was device or procedure related. The patient underwent an explant procedure and was sent for treatment of epidural abscess. The explanted leads were not returned. Additional information was received that patient also had an infection at the pocket site.

Event description:
It was reported that the patient developed an infection at the midline incision site. Symptoms of pain, swelling, fluid discharge and urinary retention were noted. A fluid discharge was also noted on the patients pocket site. The patient was sent to the emergency room (ER) and was admitted to the hospital. The physician believed that the infection was device or procedure related. The patient underwent an explant procedure and was sent for treatment of epidural abscess. The explanted leads were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc=2218-50, serial: (B)(6), batch: 7138399. Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 589928.